Manufacturer narrative:
The device was returned for evaluation with cracked front and rear cases. The device failed to power up on dc. The device produced a continuous alarm with no display. The device was connected to a/c and device powered up fully alarming for e437 - s/w fail. The device was restarted on a/c without issue. When disconnected form a/c the device shut down producing a continuous alarm. The battery was replaced and change battery was keyed. The device passed further testing without issue. The device alarmed for e437 - s/w fail on power up due to shutting down improperly (due to exhausted battery). The complaint is confirmed with an exhausted battery as the probable cause. Additional telephone number: (B)(6).

Event description:
The event involved a plum 360 infusion pump which was reported to fail intermittently. The pump was infusing an unspecified chemotherapy drug to a patient when the pump shutdown without warning; once it was turned back on the pump displayed a reboot/restart message. The customer also reported that the pump failed the cassette test. There was patient involvement, a short delay in therapy while another pump was installed but there was no medical intervention or harm reported as a consequence of this event.